Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and (B)(6) 2004 and mesh was implanted. Additionally, on (B)(6) 2004, the patient underwent urethrolysis with removal of a portion of transvaginal tape. It was further reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence, dyspareunia and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that at the time of implantation on (B)(6) 2004 the patient underwent the concurrent procedures of anterior colporrhaphy, sacral spinous vaginal cuff suspension, and cystoscopy.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2002 to treat stress urinary incontinence. The patient underwent another procedure on (B)(6) 2004 and mesh was implanted to treat cystocele, retention of urine and vaginal cuff prolapse.

Manufacturer narrative:
Date sent to the FDA: 1/21/2016.it was reported that patient underwent insertion of interstim lead and generator stage 2 on (B)(6) 2011. No additional information was provided.